Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate joint reconstruction surgery shortly before attaching/inserting the device, the button came loose from the holder. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 19-jun-2024 it was confirmed that the error occurred during the insertion of the device.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-2372blo, knotless ac tightrope implant, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the device was returned disassembled, and the o-ring was missing. Only fragments of the sutures were returned for evaluation. No functional testing was performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.